Manufacturer narrative:
"Poor lv function". Device not returned. Additional manufacturer narrative: valve explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Per the operative report, the size mismatch between the patient's grossly hypertrophied heart and extremely small aorta allow placement of a very small valve, which might have compromised the orifice to the coronary arteries. Unfortunately, the valve was not returned to edwards, and therefore, the subject device cannot be assessed for any deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. The implantation data card was received with a notation "valve removed on (B)(6) 2012. Replaced with another valve st. Jude." Per the operative report provided, there was gross size mismatch; the ascending aorta measured 12-15mm in size; this was extremely small. The patient had an overriding right ventricle with a giant right ventricle outflow tract. The patient requested a tissue valve. A 19mm edwards bioprosthetic valve was implanted to the patient. Exposure was extremely difficult and seating the valve was difficult. The surgeon made quite sure that the valve was seated well below the left sutures as well. We clamped the lv bent and removed it and allowed the ventricle to fill; however, there was little to no ejection. Obviously, the size mismatch between the patient's grossly hypertrophied heart and extremely small aorta allow placement of a very small valve, which might have compromised the orifice to the coronary arteries. At this point due to the continued poor lv function and failure to wean off bypass, the surgeon elected to go back and arrest the heart and re-replace the valve with a smaller mechanical valve. Exposure inside the aorta was extremely difficult due to the patient's morphology. A 17mm mechanical non-edwards valve was seated. After seating the valve and ligating the sutures, a root enlargement was performed. The patient was weaned off bypass successfully with a significant amount of inotropic support as well as inotropic balloon pump. The lv function was decent, as was the rv function. Overtime, there was a slow deterioration of both lv and rv function. During the closure, it had become significantly different and unstable when anesthesia reported that a significant amount of blood had filled the endotracheal tube and the anesthesia circuit. However, airway pressures changed dramatically and ventilation could not be improved significantly. The oxygen saturations continued to fall and coinciding with the lower oxygen levels the heart function deteriorated. The patient had been closed and was transferred critically unstable with a poor prognosis to the intensive care unit.